Event description:
The patient was reported experiencing sound quality issues and intermittencies. External equipment was exchanged, however, this did not resolve the issue. The patient's device was explanted. The patient was reimplanted with another advanced bionics cochlear device.